Event description:
Patient underwent bedside closed cervical traction using gardner wells tongs. The unit did not work properly and a second unit obtained. Patient taken to surgery emergently for repair of subdural hematoma.